Event description:
While her device was turned on, the pt experienced a shocking/jolting sensation following exposure to a security gate at walmart. She also experienced a "jolt going across and down to the wire" when her mother was using the microwave nearby and more shocking when she went by the neighbor's television and talking on 2 phones. The pt also had a burn on the skin around the device implant site as a result of sitting in a car with the sun "beating on the device for 45 minutes". She had black clothing over the device at the time. The pt also had a loss of therapeutic effect (retention) which started saturday afternoon. There were no falls or trauma associated with the events. It was noted that she could feel her stimulation and was at setting of 3.0 volts. She reported seeing on her pt programmer go to a different program and went "up two settings" on its own. She was at home and redirected to her healthcare professional. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).